Event description:
A malfunction was reported with the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the malfunctioning pump, informing the customer that a new one with updated software would be shipped. The customer agreed to use multiple daily injections as backup insulin therapy and received instructions for returning the defective pump and steps for setting up the replacement.